Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the backrest is cracked on the side and the right brake handle does not hold down.